Event description:
It was reported that during a da vinci s prostatectomy procedure the prograsp forceps instrument tip did not work. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but movement may not be as precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. Failure analysis also observed that the instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.